Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the interface (umbilical) cable was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a cervical spinal fusion, the imaging system displayed that a frame rate error occurred. It was reported that the imaging system was restarted and able to perform image acquisitions. However, the reported issue occurred again during the procedure. It was noted that the 2d image acquisitions were grainy. It was noted that the imaging system was beeping and a red x displayed next to the generator. The site opted to complete the case with a second medtronic imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.